Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.

Event description:
The arterial thrombectomy device was being used in a superficial femoral artery (sfa) procedure. The surgeon made two passes with a competitor guidewire in order to cross the lesion with minimal resistance. The device was deployed in the proximal sfa and the device funnel had a "funny twisted" shape on imaging. It was thought the funnel was deployed in to the lesion or chronic material. The funnel was re-sheathed and pulled back and redeployed. The funnel then deployed to the expected shape. Upon device removal after the initial pass, some chronic material was in the basket and funnel. The device was removed with minimal resistance. Once out, the tip of the basketwire was entangled with the funnel, which was able to be easily freed by pulling the basketwire further into the funnel so the basketwire tip cleared the tip of the funnel. An angiogram was taken and the vessel "looked worse" than the previous image taken prior to guidewire crossing. The surgeon believed the vessel was dissected and they were unable to cross the lesion into the true lumen space from this access point. The surgeon then obtained pedal access into what was thought to be the true lumen space. The guidewire was then externalized through the initial access point guide sheath so a balloon could then be placed. Two stents were then emplaced. The procedure was considered successful and arterial flow was restored. The patient did not experience any further impact. There was no procedure delay.